Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. During troubleshooting, the air gas module and pressure transducer printed circuit board were determined to be defective. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture (o2/air). Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The device's logs were not provided for further analysis. Our conclusion is that the defective parts were the causes of the failure. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).